Event description:
It was reported that device movement occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx laa closure device was implanted. The position, anchoring, size and seal (pass) of the device was evaluated and criteria was met for successful implantation. This was confirmed by transesophageal echocardiography (tee) and fluoroscopy. The patient presented on (B)(6) 2022 for a 45-day tee follow-up. The results of the tee indicated that the watchmen device had shifted out of position. The patient was called to come back and was hospitalized due to malpositioning of the watchman device. The patient underwent removal of the watchman device on (B)(6) 2022. The patient tolerated the procedure well and an echocardiogram the following morning found no effusion or significant mitral regurgitation.

Manufacturer narrative:
Associated medwatch #: mw5113042.